Manufacturer narrative:
(B)(4). Evaluation, method: (film evaluation); evaluation, results: inherent risk of procedure (removal of implant), (cause of event is unknown); evaluation, conclusion: known inherent risk of a procedure (removal of implant), (cause of event is unknown).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 11 months ago. It was reported that the patient had presented emergently to the healthcare facility with back pain. It was reported that the physician observed a type iii endoleak through the suture holes of the graft during the open procedure to ligate the lumbar arteries thought to be the cause of a type ii endoleak. The aneurysm sac remained pressurized after the ligations and the aneurysm sac was opened to reveal the pulsatile flow through the graft. The patient was not tested for any coagulation disorders. The endoleak was identified through a single suture hole on one of the stents above the flow divider. The patient was anticoagulated at the time, and the endoleak looked like it was from one hole. All of the devices were explanted. No additional clinical sequelae were reported and the patient is fine. A review of 2 movies during an angiography just prior to the explant could not confirm any endoleak. No stent graft issues were observed.